Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 51-year-old caucasian female who underwent primary breast augmentation with a mentor smooth round moderate profile 275cc saline prosthesis experienced spontaneous right sided deflation post procedure. The patient woke up and noted that the implant appeared to be smaller. Deflation was then diagnosed through an office examination. As a result, an explant was performed on (B)(6) 2022.

Manufacturer narrative:
Additional information was received on (B)(6) 2022. The event date was clarified to be (B)(6) 2022. The impacted product was received by the failure analysis lab on (B)(6) 2022. The lot (5978342) and serial (B)(6) numbers were clarified with receipt of the device. A manufacturing record evaluation was performed for the finished device 5978342 number, and no non-conformance's were identified. The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2022. Device evaluation summary: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection, leak testing, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the breast implant had an area of shell abrasion on the anterior view. Leak testing was performed according to the mentor procedures, and it identified a tear within the shell abrasion measuring approximately 0.1 cm. In addition, a tear was found on the same view measuring less than 0.1 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The evaluation determined that the cause of the tear is consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. Based on the information currently available, the microscopic examination of the tear indicates that the implant could have been damaged during or after implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).